Event description:
It was reported that pump experienced malfunction alarm with non-resettable malfunction code. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup pump for insulin delivery, and technical support arranged replacement pump under warranty, provided instructions for storage mode and return of problematic pump within required timeframe, confirmed shipping details, and advised customer to enter pump settings and reconnect continuous glucose monitor to replacement pump; customer understood and acknowledged all instructions.